Event description:
Reporter alleged blood glucose results of 200 mg/dl on the compact plus system compared to 98 mg/dl on a professional meter when tests were performed back-to-back. Symptoms, treatment, and actions were not reported. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect devices and replacement products were sent.